Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the operation check failed¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, the defective paddles were replaced with a paddle replacement kit (water resistant), and the device's full functionality has been restored. The device remains at the customer site and no further evaluation is warranted at this time.